Event description:
From user medwatch report, "k-wire broke within orif elbow-pieces removed but two small pin dot pieces were noted on x-ray. Surgeon was unable to retrieve the pieces. Remained in pt. Did this event involve an electrophysiology procedure, or an attempted electrophysiology procedure? No. What was the original intended procedure? Elbow surgery"